Event description:
It was reported that the balloon became stuck in lesion. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use for a right coronary artery angioplasty. During the procedure, the physician cannulated the target lesion and coaxially engaged a non-boston scientific guide catheter, wired a non-boston scientific guidewire parked distally and took a 2.5x12 non-compliant balloon. The balloon slipped in the tortuous and fibrotic lesion, so the non-compliant balloon was removed. A wolverine 3.5 x 10 was then used, however, there was difficulty maneuvering the device so it was removed. Another predilation was performed with a 2.75 x 12 non-compliant balloon. The wolverine was then inserted again and while trying to maneuver the device, it was noted that it was getting stuck in the lesion and had to be removed considering patient safety. Finally, one more dilatation was performed with the non-compliant balloon and then a 3 x 10 wolverine was used to prepare the fibrotic lesion. After successful lesion preparation, a 3.5 x 28 synergy stent was successfully deployed with good timi 3 flow. No patient complications were reported as a result of this event.